Manufacturer narrative:
(B)(4). Based on new information found during the investigation of the device this incident was reassessed and determined to be reportable. Evaluation summary: post market vigilance (pmv) led an evaluation of two photos and five devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Two photos were received depicting a clip not loading properly into the jaws. Instruments one, two and three were received fully applied. Visual inspection of the instruments revealed no abnormalities. Functionally, the empty cartridges preclude firing evaluation; however, the interlocks were engaged and properly prevented the jaws from approximating. Instrument four was received partially applied with seven remaining clips. Instrument five was received partially applied with ten remaining clips. Visual inspection of the instrument revealed no abnormalities. Functionally, the instruments were fired once in air and proper clip formations were confirmed. The remaining clips were then fired on test media with proper formations. The jaws and handles moved smoothly through their firing cycles and returned to the open positions and each remaining clip loaded properly in the jaws. When the cartridges were empty, the interlocks engaged and prevented the jaws from approximating. Based on the evaluation findings, the root cause of the reported condition was attributed to a jaw width which was found to be lower than the manufacturing target. This condition has been brought to the attention of the appropriate manufacturing personnel to ensure the verification of correct product assembly and inspection. A corrective action has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter: during a breast reconstruction procedure, at the first firing, the device could not be loaded. The same issue occurred in five devices of the same lot number. A new one was used to complete the procedure with no issues.